Event description:
It was reported that this right ventricular (rv) lead had dislodged. The patient reported multiple falls and the lead was confirmed to have dislodged by x-ray imaging and lead measurement tests. This device was capped and surgically abandoned, with a new lead implanted. No additional adverse patient effects were reported.